Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system encountered an error message displaying an error that cannot access a disposed object. A technical support specialist (tss) working on (B)(4) verified the same error from the med application logs, but the error was no longer found. The tss provided a knowledge article (error "cannot access a disposed object¿) containing workflows that the customer could follow to prevent the error from reoccurring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system encountered error message displaying error cannot access a disposed object. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.